Event description:
It was reported that during preparation for a stenting treatment procedure stent and balloon damage occurred. The target lesion being treated was located in the left anterior descending artery. A 4.00x16mm taxus liberte stent delivery system was prepped and found to have proximal stent damage and a kink in the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device identified that the tip of the device was slightly flared. Stent struts from the most proximal row were bent outwards distally. The balloon section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified blood was present on the outside of the balloon. The hypotube was kinked along its entire length. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure stent and balloon damage occurred. The target lesion being treated was located in the left anterior descending artery. A 4.00x16mm taxus liberte stent delivery system was prepped and found to have proximal stent damage and a kink in the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.